Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the light-emitting diode on the control panel did not light up due to a disconnection in the front panel on the high flow insufflation unit. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the light-emitting diode on the control panel did not light up and there was a disconnection in the front panel on the high flow insufflation unit. There was no patient involvement.